Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix eva tpn bags had leaked. Due to the leak of the tpn the bags were also reported to have an odor and were discarded. This event occurred before use. There was no patient involvement. No additional information is available.